Manufacturer narrative:
Narrative: fisher & paykel healthcare's respiratory humidifiers aim to provide optimum humidity to respiratory gases delivered to patients via endotracheal tubes or facemasks. Our respiratory humidifiers, including the mr850, have been designed and validated as a system. The interactions between the various components, namely the humidifier, the sensing probes, the chamber and the circuits are critical to the function of the humidification system and intended to ensure safe and efficacious delivery of the therapy. Fisher & paykel healthcare warns against the use of third party components with our humidifiers. In particular the device operating instructions, technical manual and brochure contain the following important safety warning: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance or compromise safety". In this case the customer was using third-party circuits manufactured by intersurgical. These circuits have not been approved by fisher & paykel healthcare and use of these circuits with our humidifiers is contrary to our user instructions. In order to assist users in choosing the correct breathing circuit for their setup, fisher & paykel healthcare provides a list of recommended breathing circuits for different applications. This list does not include breathing circuits manufactured by intersurgical. This list also includes the following warning: "the use of circuit/chamber combinations not recommended by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and/or harm to the patient/user". Conclusion: the amount of condensate in a ventilation system is influenced by multiple setup and environmental factors. Although no complaint devices have been returned to fisher & paykel healthcare for evaluation, we believe that the excessive condensation issue reported by the hospital is related to the use of non-approved components with our humidifiers.

Event description:
A hospital in the (B)(6) reported the following via the mhra: "intersurgical ventilator circuits are not adequately warmed by fisher paykel humidifiers, causing excessive condensation in the ventilator circuit. Several of our patients have had adverse clinical incidents due to aspiration of the excess water". The hospital has advised that they are primarily using fisher & paykel healthcare's mr850 model respiratory humidifier.